Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and on 07/16/09 spoke with the reporter/layperson (pt's caregiver) regarding her 2009 allegation. The reporter alleged the following info. In '09 at 8:00 am, the pt's onetouch ultra2 meter would not turn on. The pt does her own testing but did not have a back up meter. The reporter reported that the pt became symptomatic (sweaty, tired, and weak) after the product issue began and treated the symptoms with her usual 500 mg of metformin when this specialist asked. Questioning if that helped, the reporter replied, "she also ate breakfast." Because she informed the cca that the symptoms started four hrs after the alleged began, the actual time frame is not clear. Although the reporter thought the meter was only a few months old, it was a replacement lifescan sent to the pt sept 2008. Whether the meter had prompted a low battery icon, no batteries were available to test the meter. Because the reporter alleged the pt was sweaty, tired, and weak (symptoms that meet the criteria for serious injury), after the reported issue began, the complaint is reported. The cca replaced the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.